Event description:
The customer contacted (B)(4), regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The patient reported that a washer fell from the atomizer into his mouth while using the device. The patient was able to recover the component without any medical interventions. The investigated product for the enclosed medical device report is listed among the implicated lots for a nationwide recall initiated by the manufacturer health and life co., ltd., on may 8, 2013. The class 1 recall (z-1371-2013, z1372-2013, z-1373-2013) was initiated after (B)(4), became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breathe atomizer. The impacted atomizer serial ranges are: (B)(4).